Event description:
It was reported that during servicing of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. The event occurred in the therapy initiated on (B)(6) 2012 at 22:12:28; during night drain cycle four, the patient's ultrafiltration reading was 3029ml, indicating the home patient (hp) drained 3029ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be false empty detect and use error, inappropriate bypass of the caution: negative ultra-filtration (uf) alarm. If additional relevant information is received, a follow-up will be sent.